Event description:
It was reported that during a follow up, high out of range pacing lead impedance and low sensing were observed. The lead was explanted. The patients medical condition was good after the event.